Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Feeder shoe tab. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed thirteen conforming clips; however, the clips were fed intermittently. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feed-bar and the feeder show were found to be damaged causing the feeding issue and the failure of the lockout feature. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic low anterior resection, the clip did not come out at the 3rd firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.